Manufacturer narrative:
(B)(4). The sample was discarded. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This complaint is reported regarding a pin hole leak found in the patient line during initial drain. This complaint was not confirmed and no root cause was determined because sample was not available for evaluation. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A home patient (hp) contacted global technical services regarding a pin hole leak found in the patient line, this occurred on the home choice (hc) unit during initial drain. The hp stated, he had already closed the transfer set. The technical service representative (tsr) assisted the hp to end therapy and start over with new supplies. The tsr advised the hp to call the nurse about the leak. Product surveillance followed up with the nurse (rn) via phone call. Per the rn, she was aware of the pin hole and she stated that the hp did not have a fever and his hemoglobin was on the rise. The rn stated there was no medical intervention. No patient injury or medical intervention was reported. Product surveillance followed up with the hp via phone call. Per the hp, the sample was discarded and the lot number is h10j22101. The hp stated, he had not had any problems with the cassettes prior to this. The hp resumed therapy using new supplies without any problems. The hp stated, he contacted his pd rn and there was no medical intervention.